Event description:
Info received indicates, the brake/steer caster is not holding when in brake.

Manufacturer narrative:
The technician found the bolt and nut missing from the hex rod shoulder linkage. The technician replaced the nut and bolt to repair the stretcher.